Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 9/13/2016 with the following findings: a review of the pump¿s black box data history showed multiple ¿cs128-0089¿ call service battery alarms. The secondary error code 0089 is defined as a post-delivery motor power supply fault. There was no evidence of a short battery life in the pump history. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fit securely onto the pump. During testing, the pump powered up with an unresponsive keypad. The ¿short battery life¿ complaint was unable to be adequately investigated due to an unresponsive keypad. The pump¿s cover was removed and there was further moisture corrosion found to the cgm module, the motor connector and to the keypad connector. (B)(4). Correction: the serial number for this pump is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery is not lasting as long as the user would expect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.